Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the shunt sensor failed to determine potassium. The product was changed out. No patient involvement, occurred during setup. The surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, terumo is still investigating this issue and will be submitting a follow-up report when more information becomes available. (B)(4).